Event description:
It was reported that during equipment setup conducted prior to the start of a surgical procedure, the saw disassembled. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. Visual inspection revealed that a decorative screw had disassembled from the handpiece housing. The screw was replaced, add'l unrelated repairs were performed, and the saw was returned to the user facility.